Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that every time they go in for an MRI they shut the device off but when they put it back on they get a really bad shock. Patient had an MRI on monday and yesterday and it occurred both times. Patient stated as soon as they turn it on it hits them but then it goes away. Ps suggested in the future patient consider decreasing amplitude prior to activating MRI mode in order to avoid discomfort when turning therapy back on again. Recommended follow up with managing physician if not resolved with normal programming adjustments. Patient mentioned they have an upcoming appointment with managing physician.